Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 3:30 am due to high blood glucose. The customer was vomiting and had a seizure. The customer¿s blood glucose at the time of admission was over 500 mg/dl. They were wearing the insulin pump at the time of hospitalization. They were in the hospital for 11 days. Troubleshooting was not performed. The insulin pump will not be returned for analysis.